Manufacturer narrative:
Other, other text: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation and had a brown liquid, like bodily fluid, in the suction line. Therefore, it was deemed used and the product was decontaminated. Visual and functional testing was performed. Visual inspection found deformation on pilot balloon. Functional testing found the sample cannot pass the 12 hour inflation test - cuff was deflating during inflation. Source of leak was found by water testing - tear in pilot balloon (not in deformation area but on opposite side). The root cause of the reported issue was found to be that the reported failure occurred during tracheostomy procedure or during use due to contact with a sharp edge.

Event description:
It was reported that during the pre-use check, a gap at the bonded part of the pilot balloon was found, which caused leakage of air to occur, not allowing the cuff to be inflated. No patient injury reported.

Manufacturer narrative:
A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.